Event description:
It was reported insufficient ice occurred due to the system. The visual-ice cryoablation system was unable to freeze as expected during the first cycle and active heating could not be used. Insufficient gas pressure was noted as well. There was no patient involvement in this event.

Manufacturer narrative:
Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.